Event description:
It was reported to boston scientific corp that an endovive initial placement gastrostomy kit was placed approx 16 months ago. According to the complainant, during the first 15 months of use, there were no problems with the device. Gastric seepage due to loosening or disconnection of the feeding tube from the placement button over the course of three to four weeks has caused mild granulation to the pt's skin. Info received indicates that the external feeding adaptor remains attached all day and night. Medication was administered during the day and feeding was administered for seven hours during the night. The device maintenance consisted of a daily flush or two flushes every 24 hours including a bolus before and after medication administration. The button has been replaced with a competitor's device. The granulation has been treated with a topical remedy.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.